Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration / expulsion') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device expulsion, psychological trauma and headache outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction and abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date as: 2004 and (B)(6) 2005. She received treatment for psych injury, expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2005: essure confirmation test unknown: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event ¿injury¿ was replaced by new specific events: device expulsion, dysmenorrhea, dyspareunia, apareunia, pelvic pain, abdominal pain, psych injury and headaches. She underwent a hysterectomy. Lab data, device removal date, patient's date of birth and reporter address were added. Device insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.